Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump kept alarming button error. When the customer pressed the insulin pump's buttons they were unresponsive. Customer's blood glucose level was 481 mg/dl. She gave herself a bolus through the insulin pump to treat her high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump passed the pump self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were within specification. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, broken battery tube threads, a broken belt clip slot and a stained end cap sticker.